Event description:
(B)(6). I bought a uv phototherapy lamp from this link from (B)(6). I had to see a doctor the day after issuing because my skin got way worse with intense burning and ickyness it burned my all skin on legs and hands. My doctor told me this lamp is an rx medical device and need to be used with prescription from doctor. So, it is illegal to sell this lamp on (B)(6) without prescription. I contacted (B)(6) and require them to remove this lamp from its website but nothing happened. I have to report this to FDA and hope that FDA will push action on (B)(6) to remove it to avoid more burn and hurt from this lamp. FDA safety report ID # (B)(4).